Event description:
It was reported that the patient presented for a routine follow up. Interrogation revealed that high voltage therapy was delivered for two vf episodes, but the therapies did not convert the rhythms. Programming changes were made to the device and the patient condition were good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.